Event description:
The patient, a 44 year old male, sustained multiple fractures to the left femur in an auto accident. On 8/31/96, femoral nail was implanted. Patient complied with the post surgical rehabilitation instructions. On 2/28/97, patient said he was walking to the bathroom in the night and felt pain and instability in the left thigh. The nail broke. The nail was removed on 3/7/97 and replaced with another rod.